Event description:
A malfunction alarm was reported with no notable events occurring prior to it. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with pump reset information, assisted with resetting the pump, and confirmed that the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any issues reoccurred.